Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the thread was broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Our evaluation of the product said to be involved could not confirm the report as it was described, however did confirm the trigger cord was not oriented correctly. The trigger cord was returned still attached to the barrel with all 6 bands present on the barrel. The trigger cord was found to be intact with no breaks or any other damage identified. The trigger cord was retained under all bands, however the cord was not placed through the barrel as intended. The trigger cord is placed through the barrel during manufacturing such that the 2 legs are under the bands and the remaining thread goes over the distal edge of the barrel and through past the elastic portion. The bands cannot be loaded onto the barrel during manufacturing as it was returned, it is possible during handling and preparation the thread was reoriented through the barrel in error. The trigger cord was examined and all twelve (12) deployment beads were present. The length of the trigger cord was measured between the knots and was within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the trigger cord was not oriented correctly within the barrel, this likely occurred during preparation of the device. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.